Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they needed to have an MRI of their adrenal glands, however they hadn't used their spinal cord stimulator for well over a year and the ins wasn't working or charged. Pt was calling for MRI compatibility. Agent reviewed requested information with the patient. Agent advised the patient that they would need to recharge the controller and implanted neurostimulator in order to activate MRI mode. When asked for the event date, patient stated that they didn't know and that it could have been two years ago that they quit using the device even. Patient said that the device was a big hassle because the ins didn't hold a charge for very long and the ins charged very slowly, so they could sit there for a whole day trying to get the ins charged. Pt will charge the controller and ins and call ps back if further assistance is needed. Patient called stated they cannot find the controller to charge the ins. Patient stated they have the rtm but not the controller. Agent reviewed information and provided sunmed and number and transfer patient to order controller.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they received the controller and battery pack, but when they put the battery pack in the controller it says, "battery empty, cannot continue, recharge the controller." Patient services (pss) reviewed how to recharge the controller. Patient did not have an ac power supply. A replacement ac power supply was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745ac, lot#/serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.